Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would no deliver defibrillation energy. Physio-control contacted the customer to request additional information on the patient. The customer attempted to share secured patient information however, due to security incompatibility the information is not accessible by physio- control at this time. See communication log for details.